Event description:
The account alleged the side rail came down and hit an aide. The account alleged the aide received a bruise on her leg.

Manufacturer narrative:
The account stated the side rail unlatched due to not being latched on all the way. The technician inspected the side rail latches and found they function as designed.